Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced over a guide wire. When the device was advanced further going to the ostium of lad, just inside of the left main, the catheter snapped outside the patient's body which was right at the hub portion of the device very close to the patient's body. The device was removed from the patient within the guide catheter. The procedure was completed with another 3.5x16mm synergy stent. No patient complications were reported and the patient's status was fine.